Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. Upon evaluation, the battery would not communicate with the charger. The root cause for the battery not holding a charge was liquid contamination inside the battery pack. The root cause for the liquid contamination cannot be positively determined but is likely the result of the battery pack coming in contact with liquid. No adverse event resulted from the contamination in the pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his batteries would not charge. The pt was issued a replacement battery pack.